Event description:
Lap chole - "clip had fired well for about 6 clips. The surgeon placed the jaws around the artery he intended to clip and upon loading no clip appeared in the jaws. They tried loading again and the clip jammed. The clip applier was taken out of the trocar and loading/firing was done until it fired normally. When the surgeon tried again to load and fire on the artery no clip appeared. They tried again and the instrument jammed, so to the point where the handle would not move. The clip applier was not out of clips. A new clip applier was opened to finish the procedure."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.